Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that during an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported that while using the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, when initially trying to insert the dilator on the scrub table, there was a lot of resistance, and it was forced through. When removing the dilator, it was noticed that the white hemostatic valve broke on the vizigo sheath, as it pulled out of the internal side of the sheath. It was also noted that when flushing, water came out of the valve itself. The sheath was replaced, and the issue resolved. There was no patient consequence reported. Additional information was received on december 23, 2019 and it was noted that the damaged part was the hemostatic valve, it was white and clearly visible within the hub. The valve was in one piece but appeared to be either pushed into the hub or pulled out of the body of the sheath. It did not detach from the sheath. The hemostatic valve was dislodged within the hub. No air entered the patient¿s body, as the sheath was not used on the patient. No surgical or percutaneous removal was required. There was visible damage to the dilator, due to the physician excessively forced the dilator through the sheath, even when encountering lots of resistance. Sheath was irrigated normally, but dilator was not lubricated. There is no indication that the sheath was narrowed or deformed. The dilator was never introduced into the sheath. The issue of resistance with the sheath has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. This event was assessed as reportable for the hemostatic valve separation. On december 20, 2019, the biosense webster, inc. Product analysis lab received the device for evaluation, and it was described that the homeostatic valve appeared as if was seated on its side.

Manufacturer narrative:
Investigation summary: it was reported that during an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported that while using the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, when initially trying to insert the dilator on the scrub table, there was a lot of resistance, and it was forced through. When removing the dilator, it was noticed that the white hemostatic valve broke on the vizigo sheath, as it pulled out of the internal side of the sheath. It was also noted that when flushing, water came out of the valve itself. The returned device was inspected, and the hemostatic valve looked as if it was seated on its side. Then, during the second visual inspection, it was found that the hemostatic valve was folded inside the hub of the device. The dilator was introduced through the vizigo, and no resistance or friction was felt during the advance. Then, an irrigation test was performed, and the device failed, leaking from the hub/ brim cap section noted, due to folded hemostatic valve condition. A manufacturing record evaluation was performed for the finished device 00001161 number, and no internal actions related to the complaint was found during the review. The customer complaint regarding the broken hemostatic valve has been confirmed. The root cause of the hemostatic valve damage cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Manufacturer's reference # (B)(4).